Manufacturer narrative:
This is one of three events concerning the same patient with different reportable events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a related customer experience an additional fluid leak during treatment was encountered. Follow up with the patient¿s peritoneal dialysis nurse indicates that the leak occurred on two previous treatments. The patient did not experience any complications and there was no medical intervention. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."